Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was having trouble with their interstim. The patient was transferred to patient services. It was reported the day after she had her surgery for the initial implant, the patient was trying to make an adjustment and started to get a shock. The patient stated it hurt really bad when trying to adjust it. The patient stated she was standing in front of her computer and her cell phone. The patient stated she felt like the more nervous she got the stronger the shocking was. Patient services asked the patient to clarify the word ¿shocking¿ and the patient stated she meant the vibration itself. The patient stated it made the ins hurt. The patient stated she kept dialing it down. The patient stated she had not tried turning the stimulation off yet to see if that helped with the discomfort. Patient services had the patient turn stimulation off. Additional information was received. It was reported that the shocking was related to increasing the intensity and being close to the cell phone and/or computer. The patient noted that they moved away from the cell phone and computer to resolve the issue. There were no further complications that have been reported as a result of this event.